Event description:
It was reported that the customer went to the emergency room due to diabetic ketoacidosis and blood glucose level of 400mg/dl. The customer was treated with intravenous fluids of saline, insulin, and anti-nausea medication. The customer was released on (B)(6)2024 with the issue resolved and no permanent damage. Reportedly, the pump battery was depleting quickly resulting in the pump shutting off. Troubleshooting with tandem technical support indicated that pump battery was depleting normally based on settings and customer usage. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned